Event description:
It was reported by the rep that the device was use laparoscopic nissen fundoplication. It was reported during the course of a normal surgical case. Six trocars 512sd were traded out due to torn gaskets and subsequent pneumo loss. There was no consequence to the pt.